Event description:
Patient brought into radiology department to determine why the catheter was not functioning properly. Under flouroscopy it was determined that the catheter had come apart and two free segments could be seen. One of the segments was removed by the radiologist from the heart. The second segment in the inferior vena cava could not be removed. Further intervention planned at another facility.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.